Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) in (B)(6) 2011. Reportedly the physician was notified at that time, however, a replacement was not done and the reason is unclear. A recent evaluation was done and end of life (eol) was reached in (B)(6) 2012, and the device was presently in storage mode. It was unknown if or when the device was going to be replaced. No adverse patient effects were reported. At this time, available information suggests that the device remains implanted. Additional information has been received that in 2011 the patient met with the electrophysiologist (ep) and did not want the device changed out. The patient's cardiologist and ep collaborated at that time and abided by the patient's wishes. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.